Manufacturer narrative:
Cannot confirm serial number. This report is being submitted more than 30 days after the become aware date due to a retrospective review under CAPA 8029761.

Event description:
The customer reported experiencing 2018 reboot issues associated with admit/discharge actions at the information center ix. The device was in use monitoring patients. There was no report of patient or user harm.